Event description:
A patient reported experiencing inaccurate erratic results with a one touch ultra meter. The patient's blood glucose results were 290,246,376 and 296 mg/dl. Tests were done within 10 minutes. Patient was using the wrong code number and taking samples from the same finger. Patient did not experience any adverse events. No further information has been reported.